Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: the returned product consisted of a rebel bms catheter in two pieces. The balloon was loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The hypotube was completely separated 66.9cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. The tip is damaged. Analysis of the stent revealed no deformed struts. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 16x2.25mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 16 x 2.25mm rebel bms stent was advanced for treatment. However, it was noted that it failed to cross the lesion and stent struts were deformed. The procedure was completed with another of same device. There were no patient complications reported and the patients status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 16x2.25mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 16 x 2.25mm rebel bms stent was advanced for treatment. However, it was noted that it failed to cross the lesion and stent struts were deformed. The procedure was completed with another of same device. There were no patient complications reported and the patients status is stable.